Manufacturer narrative:
Exact date unknown, event occurred in july 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7077153.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. High impedances were noted on 18 of 32 contacts. The patient underwent a lead replacement procedure and lead fracture was noted during the procedure. The patient was doing well postoperatively. The explanted leads were discarded by the facility.